Event description:
The pt's blood glucose levels were high on 10/09/1999 (251, 273 mg/dl). Her blood glucose was normal for the next two days, yet she felt ill with nausea and vomiting. Her blood glucose on her one touch profile meter at lunch time sunday was 100 mg/dl. She was transported to the hosp at 10:30pm after obtaining a blood glucose result of 84 mg/dl. A lab test upon arrival was 1,100 mg/dl. She was admitted and treated for hyperglycemia. The rptr stated that in looking back at the meter memory for the past 3 days, the pt's blood glucose results had check marks next to them, indicating a check strip result and not a blood glucose result. It was unknown to the rptr at time of this report that the check mark was not a blood glucose result. Training was performed.